Event description:
It was reported that during a procedure, metal sheared off the device. The metal pieces were removed from the surgical site and the procedure was successfully completed with an alternate device. There were no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. According to the quality engineer, the rear bearing in the attachments had failed and pieces of the bearing came out. This is most likely what the customer referred to as "metal pieces."